Event description:
It was reported to nevro that the patient was hospitalized for seizures. Multiple attempts were made to obtain a medical assessment from the physician, but no further information was available. The patient has since been discharged and continues to use the device to find effective pain relief. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not removed.